Event description:
Physician attempted to use a hawkone atherectomy device and spider fx embolic protection device with a 7fr non-medtronic sheath during treatment of a 250mm calcified lesion in the patient's mid left superficial femoral artery and popliteal artery. Slight vessel to rtuosity and severe calcification are reported. Artery diameter reported as 6mm. Lesion exhibited 80% stenosis. IFU was followed. The vessel was not pre-dilated.  It is reported the spider fx would not pull back into catheter when prepping. A new spider fx was opened and used. It is reported during use of the hawkone device the material from nosecone ¿line¿ came off. It was the line on the nose cone used to show that the quidewire lumen is lined up. The line was observed to be missing from the outer marker for wire lumen that did come out of the patient with the device. Physician was not aware of the detachment inside the patient. Recognized the defect when removed for cleaning. Imaging did not lead physician to believe there was a foreign body left. Atherectomy device was used in patient. Replacement hawkone device was used. No patient injury reported. When the device was returned for evaluation, it was noted that the lumen was fully detached.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found that the guidewire lumen was completely detached and missing from the nosecone. If information is provided in the future, a supplemental report will be issued.